Event description:
It was initially reported that the device failed causing the skin to macerate. The unit would work initially and then stick to the specimen and tear the skin. Additional clinical information determined that a second graft had to be taken because the first was lacerated quite badly by the device. A larger than usual surgical area was used and the initial graft site had to be closed using staples as the damaged area was very deep. An alternate device was retrieved and used to complete the procedure with a delay of approximately 10 minutes while the patient was under anesthesia.

Manufacturer narrative:
The device was returned to the manufacturer; however the investigation was not completed at the time of this report. A follow up medwatch will be submitted once the investigation is complete.